Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations due to inappropriate implantable pulse generator (ipg) rate drop response. The response setting was changed and the device remains in use. No further patient complications have been reported as a result of this event.